Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were two sensors that had needle breaks. A needle was stuck inside of the serter. The patient's blood glucose at the time of incident was 3.3 mmol/l. The sensors were not returned for analysis.